Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Awaiting device return to manufacturer.

Event description:
It was reported that during a hip surgical procedure, it was noted that the blade broke. It was also reported that a 2 minute delay occurred as a result of the blade breaking. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
The reported event, for blade breakage, was confirmed on receipt of the blade returned for evaluation. The blade was evaluated by product engineering who observed that the two fractured portions of the returned part were analyzed under high magnification. Upon examination of the surfaces of the two portions of the blade, aside from the fracture site on both ends, there was visible damage to the teeth of the blade. This would confirm contact with the metal cup. It is probable this blade fractured as a result of the surgeon being slightly aggressive in cutting. This coupled with the fact that they were new to using the product and came into contact with the metal cup as they left out the plug while using the device. It was attempted to replicate a fracture that could occur when bending the attachment to an excessive angle off-axis which resulted in a similar fracture of the blade.

Event description:
It was reported that during a hip surgical procedure, it was noted that the blade broke. It was also reported that a 2 minute delay occurred as a result of the blade breaking. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.